Event description:
.9 carrier fluid running on alaris channel. Alaris channel began alarming "channel malfunction" and rn had to remove channel in order to clear the alarm. Patient had an epinephrine drip running on the channel to the outside of the affected channel, and had to pause this infusion in order to remove the affected channel next to it to clear the alarm and allow drips to continue running.